Event description:
As reported, the physician went to inflate the 6x12mm palmaz blue mounted stent on the opta pro pta catheter, however, it was noted that the hub was cracked which allowed the balloon to only inflate to 4 atmospheres. It was also noted that the balloon was taking too long to deflate. They put the balloon hub into water to find where the leak was. There was a crack in the hub of the stent/balloon delivery system. This allowed the contrast from the inflation port to communicate with the wire port. A touhy-borst was back loaded over the wire. The touhy-borst was then attached to the hub and tightened. This sealed the crack and allowed for proper deflation. The stent was deployed and the sds was removed from the patient. There was no patient injury reported. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to the IFU guidelines. A 6f cook sheath and .018x180cm sv wire were used for the procedure. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in neutral position when the system was being advanced/withdrawn. It was confirmed that the balloon was fully deflated prior to withdrawal. Negative pressure was maintained on the inflation device during withdrawal of the stem. The unexpanded/partially expanded stent was not pulled back into the guide catheter. The patient was a (B)(6) female. The target lesion was located in the left pulmonary artery. The lesion was not calcified and was not tortuous. The rate of stenosis was 30%. The device was not used for a chronic total occlusion. The device will not be returned for analysis.

Manufacturer narrative:
This is the initial and final report for this complaint. Complaint conclusion: as reported, the physician went to inflate the 6x12mm palmaz blue mounted stent on the opta pro pta catheter, however, it was noted that the hub was cracked which allowed the balloon to only inflate to four atmospheres. It was also noted that the balloon was taking too long to deflate. They put the balloon hub into water to find where the leak was. There was a crack in the hub of the stent/balloon delivery system. This allowed the contrast from the inflation port to communicate with the wire port. A tuohy-borst was back loaded over the wire. The tuohy-borst was then attached to the hub and tightened. This sealed the crack and allowed for proper deflation. There was no patient injury reported. The target lesion was located in the left pulmonary artery. The lesion was not calcified and was not tortuous. The rate of stenosis was 30%. The device was not used for a chronic total occlusion. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to the IFU guidelines. A 6f cook sheath and .018x180cm sv wire were used for the procedure. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was not applied to the sds. The inflation device was in neutral position when the system was being advanced/withdrawn. It was confirmed that the balloon was fully deflated prior to withdrawal. Negative pressure was maintained on the inflation device during withdrawal of the stem. The unexpanded/partially expanded stent was not pulled back into the guide catheter. The device will not be returned for analysis. The device was not returned for analysis. Review of lot 16053898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿luer hub - cracked during use¿ and ¿balloon deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be conclusively determined. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined; however, it is possible that handling factors during prep and use of the device may have contributed to the hub crack thus leading to deflation difficulty. The DHR does not suggest that this event could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.